Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis pediatric patient experienced three peritonitis events. The cause and treatment were not reported. It was not reported if the patient was hospitalized. At the time of this report, patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.